Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown: explanted: (B)(6) 2019 product type extension product ID neu_unknown_lead lot# serial# unknown: explanted: (B)(6) 2019 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient saw a ¿call your doctor¿ icon and elective replacement indicator (eri). It was noted that she first saw the message on the day of the report. The reporter noted that there was a coupling problem that began about a month prior to the report. It was noted that when the patient tried charging the implant, she didn¿t get a good connection. Additional information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp reports the pt was last seen in office in 2017 with ins at end of life, the ins had been non-functional for several years. The pt reported that their ins and extension wires were removed last week by a general surgeon. Pt is reporting tenderness in the left temporal region, left lateral neck and left post auricular region. Pt reported feeling hot flashes in their face for the past couple of days. Hcp reports left side of head lead area swollen post neurostimulator surgery. Hcp reports removing the leads stating the pt might have a low grade infection of the left frontal lead. Anesthesia's note indicates the procedure was removal of infected leads from cranial neurostimulator. The pre-operative diagnosis was chronic frontotemporal and occipital headaches and retained subcutaneous stimulator electrodes and connectors. The surgeon noted the lead does not appear infected but is somewhat protruding in the temporal region. Leads were removed.